Event description:
The end user response form letter associated with recall z-1195-06, indicates that the unit had displayed "defib comm error".

Manufacturer narrative:
Attempts to acquire the required patient information and event date are ongoing. Welch allyn will update this report when it has acquired this information.